Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly in (B)(6) 2017 he experienced sudden acute right hip pain as he was getting out of his car. He was seen in the emergency room where x-rays revealed the femoral neck of his implant was fractured which was the cause of his pain. It is further alleged that he was revised on or about (B)(6) 2017 and during the procedure an extensive amount of black tissue reflecting corrosion was found and the femoral neck itself had been eroded.

Manufacturer narrative:
Additional info: tab d- device information, tab g and tab h. An event regarding corrosion involving an metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: a visual, functional and dimensional inspection could not be performed as the product was not returned. -clinician review: no medical records or x-rays were made available for evaluation. -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc pr and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly in february 2017 he experienced sudden acute right hip pain as he was getting out of his car. He was seen in the emergency room where x-rays revealed the femoral neck of his implant was fractured which was the cause of his pain. It is further alleged that he was revised on or about february 27, 2017 and during the procedure an extensive amount of black tissue reflecting corrosion was found and the femoral neck itself had been eroded.